Event description:
It was reported that the lead impedance and threshold increased and that the lead impedance was high. The lead was removed and replaced. No patient consequences have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found. Visual analysis observed the defib conductor was distorted and the outer tubing overlay and the outer insulation were breached cut, apparent explant damage. It was also observed that tissue ingrowth was visible on the tip-tine area. The distal segment of the lead was returned and analyzed.